Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1957682 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. Clarification was received from the customer regarding the description of event, it was confirmed that the user advanced the delivery system to the desired position and noticed that the stent cannot be deployed, the user then retracted the delivery system and detected that the outer sheath was broken. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button observed in deployment position. Safety wire still in place. Red shuttle observed on last dimple. Stent returned partially deployed. Outer sheath break observed approx. 31 cm from the white tip. Functional inspection: device actuates as expected for deployment and recapture. Safety wire removed without issue. Photographic evidence provided by the customer showed the outer sheath break and partially deployed stent. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. From the additional questions, it is known that resistance was encountered when passing the evolution device through the stricture. It is possible that attempts to deploy against resistance led to a build-up of pressure resulting in the outer sheath break, as observed in the lab evaluation. The stent could only be partially deployed due to the outer sheath break. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of (B)(4) x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another evolution device.

Event description:
A supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024. Confirmation received on (B)(6) 2024 "response from customer who confirmed user advanced the stent delivery system to desired position and noticed the stent cannot be deployed, then retracted the stent delivery system and detected the outer sheath broken. ". Confirmation received on (B)(6) 2024 "delivery system was advanced to target area, then assistant pulled trigger to release the stent, but the stent cannot be deployed until the red mark reached last dimple."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user opened the package and took out the stent, user was ready to advance the deivce through wire guide and endoscope while found out the stent supporting core kink. User changed to another same rpn device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent placement evolution 2. What endoscope type and channel size was used? Olympus tjf-260 tjf-260 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? Acro-35-450 cook acro-35-450 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 6. How long was the stent in the patient by the time this complaint occurred? No information provided. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No information provided IFU stricture information: 1. What was the length and diameter of the stricture? 3cm long , 0.3cm diameter 3cm,0.3cm 2. Where was the stricture located in the body? Common bile duct 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Yes 5. Was the stricture dilated before stent placement? Yes